Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Clinical report states that patient was revised to address poly wear with a broken locking ring and fractured liner 20.2 years after previous surgery. Doi: unknown - dor: unknown (hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. It would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has determined that the liner product code is now obsolete. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that patient was revised to address poly wear with a broken locking ring and fractured liner 20.2 years after previous surgery.